Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Returned device includes two handpieces, two #1 trocar, three #2 trocar and parts of suture construct. #1 implant is broken-off from the suture and one of the wings on the implant is broken and bent outwards. Sliding knot is tied correctly. #2 implant is on the suture construct. Suture loop is frayed and broken. Parts of a suture was also returned and appears to be cut. There is no visual non-conformance on the handpieces and the trocars. The typical cause(s) of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two times during acl procedure the second implant did not deploy. With the 1st device used, the 1st implant was removed. With the 2nd device, the 1st implant inserted was stuck in the capsule and could not be removed. Another one was used to complete the case.